Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 532 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will continue to use the device.